Event description:
It was reported that during a hospitalization dated (B)(6) 2014 another arthroscopy was performed with pilca resection and cartilage smoothing (around the ¿open fibers¿ around true-fit (oats)) and resection. Retro-patellar chondromalacia grade 3 is diagnosed.

Manufacturer narrative:
Due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited.